Event description:
Bilateral breast augmentation with silicone implants was performed in june, 1988. The right implant ruptured and there was also a hard capsule of the left breast area. Surgery was performed on 7/23/92 to remove both implants. Additional surgery involved removal of axillary nodes and silicone from the right axilladevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: material degradation/deterioration. Conclusion: device failure occurred and was related to event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.